Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the bd¿ syringe 10ml ll s/c 200 has been found experiencing 200 occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported that there is a labeling issue. Per email: "the printing on the syringe is either smudged or completely missing."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 10ml ll s/c 200 has been found experiencing 200 occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported that there is a labeling issue. Per email: "the printing on the syringe is either smudged or completely missing."